Event description:
Customer called to report a hospitalization due to high blood glucose. The current blood glucose reading is 300 mg/dl. Customer has treated with a bolus. Customer stated that the paramedics were call to treat high blood glucose, then the blood glucose level dropped quickly to a low blood glucose. The paramedics treated customer with IV drip. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.